Event description:
A 2.5 mm diameter by 9mm length s660 stent delivery system was inserted for treatment of a lesion in the distal right coronary artery. It was reported that during the procedure, the stent was "shaved off" the delivery balloon in the coronary artery. The stent was then deployed in an unintended site in the coronary artery. The target lesion was subsequently treated with the deployment of an unknown stent. Despite repeated attempts to obtain additional information regarding this event, there is no further information available from the user facility.